Manufacturer narrative:
D6b has explantation month, day, and year have been updated.

Manufacturer narrative:
Additional information has been provided in b5, d9 and h6.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, blood seeped through the catheter and exited near the red impella plug. This had not impacted device function or the therapy course. The blood from the catheter was addressed by using folded 4x4s. The blood seepage was still sporadic. The doctor was worried about an infection risk. There was no patient harm. The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, blood seeped through the catheter and exited near the red impella plug. This had not impacted device function or the therapy course. It resolved. The doctor was worried about an infection risk. There was no patient harm. The patient is still on support at this time.